Manufacturer narrative:
This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flow rate. Consequently, it necessitated a recalibration of the pump. This pump flowrate was recalibrated from -3 to -6 fail at 207.50 6.94 it passed at 1.49, -9. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 24-may-2024, during the preventive maintenance (pm), the device was reported to have a flowrate issue.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. A flow rate accuracy above +5% but below +15% specification represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).